Event description:
It has been reported to philips that, there was no x-ray available. Procedure was rescheduled. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and procedure was rescheduled. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce x-ray. Upon further inspection, the fse found ip pc disk failure message displayed which occurred intermittently, as multiple cases were reported. Fse replaced the ip pc and hard disks, and the reported issue was completely resolved permanently. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.